Event description:
While using a byte day aligners, patient reports that their bite is completely off and made worse by the aligners. They have horrible jaw pain, and their ortho was appalled at how badly their bite has regressed since they were last seen.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.